Event description:
It was reported that two of the cassettes caused no disposable alarm on both pump and had to be discarded and changed to another cassette. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Corrected data: h5 corrected.